Event description:
It was reported that patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was disposed of per hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in approximately 6 months ago.